Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.